Event description:
Boston scientific received information that this device was removed along with the non-boston scientic leads due to pocket erosion. The device was suspected to have been shifted due to a previous motorcycle accident, and at the time of explant was half way out of the pocket. During the surgery to remove the patient system, a laser perforated the heart. Open heart surgery was performed to fix the hole and remove the rest of the system. No additional adverse patient effects were reported due to the prolonged surgury.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.